Event description:
The complaint is reported as: "when using swg, it stuck inside. Few moments later, during trying remove entire set, the swg was pull out in some angle, and found the coil spring falling off." It was reported the device was removed in its entirety and replaced. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one guide wire and one lidstock for analysis. Signs-of-use in the form of biological material was observed on the guide wire. Visual analysis revealed that the guide wire was severely unraveled towards the distal end. Two major kinks were also observed, and the distal j-bend was misshapen. Microscopic examination revealed that the core wire had separated directly adjacent to the distal weld. Despite this, the weld was still attached to the coil wire. The proximal wire appeared spherical and intact. The kinks in the guide wire measured 31mm and 235mm from the proximal weld. The guide wire length from the proximal weld to the point of separation measured 681mm, which is within the specification limits of 678mm-688mm per the guide wire graphic. The guide wire outer diameter measured .85mm, which is within the specification limits of .838mm-.877mn per the guide wire. A manual tug test confirmed that the proximal weld was secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in removing guide wire or catheters. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested". The report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire was broken adjacent to the distal weld. The returned sample met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: "when using swg, it stuck inside. Few moments later, during trying remove entire set, the swg was pull out in some angle, and found the coil spring falling off." It was reported the device was removed in its entirety and replaced. No patient harm reported. The patient's condition is reported as fine.